Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was unable to verify for motor error alarm or perform the excessive no delivery test due to no act button response. The motor was tested outside the device and passed motor test. The pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error, motor error and excessive no delivery from the insulin pump. The customer's blood glucose reading was 197 mg/dl. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer stated that she does rowing and kept the pump in water and it might have gotten a little wet. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.